Manufacturer narrative:
Further information was requested but not received. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-06511. It was reported that the patient presented for a system extraction on (B)(6) 2018 for an infection. While explanting the right ventricular lead, it was noted that the patient had a drop in blood pressure. A sternotomy was performed, and a tear in the superior vena cava was noted. The tear was patched. The system was removed and the patient left the operating room with good rhythm and blood pressure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.